Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that the ccl is having difficulty with insertion of the sensation plus intra-aortic balloon (iab) catheter. They inserted the sheath but the iab was unable to pass through the sheath. The membrane starts unravels and therefore the iab cannot pass through. A new iab had to be opened. There was no reported injury or harm to patient.